Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two graftmaster devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the left anterior descending (lad) coronary artery. Post dilatation with an unspecified nc balloon dilatation catheter (bdc) resulted in a perforation at the distal end of the previously implanted stent. A 2.8x19 mm graftmaster covered stent was implanted to seal the perforation and the patient returned to the inpatient ward. Over half an hour later, the patient experienced pericardial tamponade and an angiography showed that the middle of the graftmaster covered stent was broken so a second 2.8x19 mm graftmaster was deployed at 15 atmospheres. There was resistance withdrawing the delivery system and it pulled the second graftmaster stent back to the proximal lad. The stent could not be returned to the original position and the balloon was only partially deflated, so the stent was implanted where it was located. A third, 3.5x19 mm graftmaster was planned to be used to cover the perforation and it was found that the graftmaster could not advance through the second implanted graftmaster stent. It also could not be withdrawn into the guide catheter; therefore, it was removed with the guiding catheter. The patient was referred to another hospital for surgery to seal the perforation. The surgery was performed, and the patient is recovering. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported difficult to remove (guide catheter) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of surgical procedure as listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.